Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding accutni assay performance and indicated an occurrence of non-reproducible false positive troponin (accutni) result generated by unicel dxc 600i synchron access clinical system for one patient's sample. The result was reported out of the laboratory, and questioned by the physician because, the result did not fit with the patient's clinical history and concurrent ckmb results. Repeat testing produced results within the normal reference range. The patient report was amended. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tubes. Centrifugation data was not supplied. No specific event qc data was supplied. The instrument was currently performing within qc specifications upon contact with the customer. The laboratory does not have an active accutni patient sample repeat analysis procedure. The customer noted that there had been no other instances. The laboratories cut-off for positive troponin results is 0.06ng/ml, but will soon be changing it to 0.5ng/ml at the request of the medical staff. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event has not been determined.